Event description:
A remstar plus c-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles or degradation. Foam contamination was found inside the blower kit. Additionally, the device had dust contamination and displayed error code e065 (err_stuck_encoder_a) and e066 (err_stuck_encoder_b). The device was scrapped.